Event description:
A nurse reported that this female peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Attempts were made to obtain additional information. The pd clinic did not have access to the patient¿s records as she was transferred to in-center hemodialysis (hd) after being discharged from the hospital. The hd clinic stated the patient began in-center hd with them on (B)(6) 2025. They did not have any hospital records for the patient and could not provide any details pertaining to the hospitalization or the peritonitis event. Attempts to reach the patient were unsuccessful.

Manufacturer narrative:
Correction: g.4. Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage on the top cover. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported that this female peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Attempts were made to obtain additional information. The pd clinic did not have access to the patient¿s records as she was transferred to in-center hemodialysis (hd) after being discharged from the hospital. The hd clinic stated the patient began in-center hd with them on (B)(6) 2025. They did not have any hospital records for the patient and could not provide any details pertaining to the hospitalization or the peritonitis event. Attempts to reach the patient were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.